Event description:
It was reported that a pump pocket infection occurred post-operation. The patient had been at a hospital and had been fighting the infection for approximately two weeks. Additional patient symptoms included pocket inflammation. No diagnostic testing or troubleshooting was performed as it was not required. Cultures of the pump pocket were reportedly sent, however, there was no information on what the organism of growth was or how the infection was treated. As a result of the event, the device system was explanted. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The system was kept by the hospital and would not be returned. The device system was used to deliver dilaudid. Additional information has been requested regarding if additional symptoms occurred, the type of organism cultured, the cause for the infection, what treatment occurred and the patient¿s outcome but it was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).